Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is compete.

Event description:
The customer observed error code 1062 (invalid test results, read precision) while they were running one patient sample on the axsym digoxin iii assay. The customer was instructed to centrifuge the sample at a higher speed. There was no impact to the patient's management reported.